Event description:
During arteriogram, introducer system was used for gaining arterial access. After using the device it was noted that the radiopaque marking ring had come off and was present in the pt's iliac artery. Ring was safely retrieved without difficulty.